Event description:
The customer reported that during a routine check of the iabp, the unit was unable to power up. No patient injury was reported.

Manufacturer narrative:
The company representative verified that the iabp showed no response to the power switch. He found the handle on the unit was bent to the left side of the iabp so he straightened handle/frame of unit. The company representative pulled the cover off and checked all connections, he reset the boards and unit would power up. The drive/pressure regulator was hissing loudly from the filter on the back of it, tapped regulator and hissing dropped off by 50%. The company representative replaced the drive regulator (part number 0103-00-0633). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).